Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced that infusion set cannula was bent on (B)(6) 2025, which resulted in elevated blood glucose levels (450 mg/dl) lasted for seven hours. It was also reported that the patient went to the emergency room (ER) and was admitted to hospital on (B)(6) 2025 due to high blood glucose levels and received 15 units of insulin via manual injection and intravenous (IV) fluids with insulin saline. The patient had symptoms such as nausea, vomiting, and fatigue and the main reason for hospitalization was high blood glucose levels. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the information in this complaint (B)(4) has been soft cannula found bent upon removal from infusion site. The batch 6006599 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code soft cannula found bent upon removal from infusion site. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, (B)(4) passed the test. Functional flow test 1 according to wi version 2 on reference samples, (B)(4) passed the test. Device history record (DHR) review: the lot 6006599 was manufactured according to the wi version 112 manufactured in the line inset 6 , on 14/apr/2024, with a total of (B)(4). Assembly: review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 15-jul-2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6006599 and 6 more complaint have been registered in database for the same lot 6006599 and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.